Event description:
It was reported during follow up the patient underwent surgical intervention during which the abandoned extension was explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that during revision surgery for high impedance on (B)(6) 2019 (reference MFR. Report #1627487-2019-04123). The patients extension was removed from the ipg and could not be reinserted as the extension had lost its stiffness. The extension was left implanted in the patient detached from the ipg. Additional surgical intervention may be pending to address the issue.